Event description:
Interruption of pump therapy; medtronic 670g battery cap became damaged through normal use and no longer made full contact with battery, resulting in pump failure at around 2 am on the date above. Pump was one month out of warranty. Returned to insulin therapy via needles while a new pump was overnighted to my address, resulting in significantly elevated blood glucose levels. FDA safety report ID# (B)(4).